Manufacturer narrative:
No product has been returned for evaluation. Should new info become available, a f/u MDR will be submitted.

Event description:
Rec'd info stating patient was hospitalized due to elevated bg's and dka. Patient rec'd insulin IV drips which helped bring down bg's. Mother and doctor believe pump is working as intended.